Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a forceps elevator with foreign material or stains. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in evis exera ii duodenovideoscope olympus tjf type q180v operation manual chapter 3 preparation and inspection IFU states the detection method in evis exera ii duodenovideoscope olympus tjf type q180v reprocessing manual chapter 5 reprocessing the endoscope(and related reprocessing accessories) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.